Event description:
It was reported that removal difficulties and tip separation occurred. A 182cm straight tip v-14 control wire guidewire was advanced to the target lesion. However, the tip of the guidewire was twisted and there was difficulty withdrawing the guidewire through the catheter. Once the guidewire was removed from the patient's body, it was noted that it was separated from the inner core wire. No patient's complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: analysis of returned product revealed that the device has its distal tip severely kink. The overall length its approximate 300 cm but is too twisted to measure; consequently, confirming the reported complaint. A dimensional inspection was performed and found within specifications.

Event description:
It was reported that removal difficulties and tip separation occurred. A 182cm straight tip v-14 control wire guidewire was advanced to the target lesion. However, the tip of the guide wire was twisted and there was difficulty withdrawing the guidewire through the catheter. Once the guide wire was removed from the patient's body it was noted that it was separated from the inner core wire. No patient's complications were reported.